Manufacturer narrative:
The device was not returned to zoll medical corporation. Instead, the customer removed and returned the suspect smart pneumatic module assembly. The malfunction was attributed to a faulty autocal valve on the smart pneumatic module. The customer received a replacement smart pneumatic module assembly. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that the device displayed a "run time calibration error-1051" message. Complainant did not indicate that there was any patient involvement in the reported malfunction.